Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2008 with an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. Patient further reported that fluoroscopic images revealed fracture of the anchor plug and that a revision procedure was performed on (B)(6) 2011 to remove and replace all components. Patient underwent another revision procedure on (B)(6) 2014 due to a loosened tibial baseplate. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00560 & 2014-03168).